Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Subsequently the customer's blood glucose rose to 28 mmol/L. Customer treated the high blood glucose with a manual injection resolving the issue. Technical Support explained that insulin on board and maximum hourly bolus reset to zero, that sensor session must be manually restarted and cartridge reloaded after shutdown, and provided battery care guidance while advising customer to monitor system and call back if the issue continued.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.